Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to clinic after receiving shocks. Upon interrogation, the device was found to be in hardware back up mode and hv therapy was off. Early battery depletion was noted. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of a backup vvi reset was confirmed in the laboratory via review of the device image. The device had a power-on reset. The device was tested using automated test equipment after the device was removed from backup vvi. The device met all specifications. No anomaly was found. The cause of the reset could not be determined.